Event description:
It was reported that for the last month and a half, the pump started to flip, ¿where the bottom of the pump was flipping up.¿ it was reported patient wanted another physician to fix it. It was reported that the pump system was delivering clonidine, dilaudid and an unknown drug. It was reported that the patient still had concerns regarding their device or therapy but was working with their doctor or manufacture representative. It was reported that an appointment date was pending due to insurance. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).